Event description:
It was reported that an ilet user experienced slower correction of elevated blood glucose after meals, with a glucose value of 276 mg/dl approximately 105 minutes post-meal while trending steady. Review of device logs indicated frequent use of ¿more than¿ meal announcements at breakfast, lunch, and dinner that contributed to algorithm maladaptation; the user also questioned whether pre-filled fiasp cartridges were related. Symptoms included hyperglycemia. Outcomes included no reported medical intervention or hospitalization. Investigation included review of uploaded device data and user meal announcement patterns, user education on appropriate meal announcement use, and assignment for additional training support. Investigation of this case revealed that excessive ¿more than¿ meal entries likely led to algorithm maladaptation and delayed correction, with device hardware and infusion set function not implicated. It was concluded, based on previously established findings for similar reports, that user input practices caused the event, and corrective actions included counseling to announce usual meals accurately and monitoring to determine whether a further reset is necessary.